Event description:
The account alleged they can set the bed into brake but the brake will not hold.

Manufacturer narrative:
The tech found that the brakes could not be set because the detent mechanism had broken into pieces. He replaced the detent mechanism and the brakes functioned properly.